Event description:
During nrg tka surgery, the surgeon assembled the quick release handle into the kier tower. When the surgeon cut the tibia by the keel, the quick release handle loosened and came off from the keel tower. Afterwards, the surgeon checked the quick release handle. The handle was broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding weld failure involving a quick connect handle was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the event. Dimensional inspection of the returned device indicated that the height of the end cap component was undersized. Further analysis concluded that the weld at the junction of the end cap and the plunger shaft was found to be machined off. Nc was issued to address the observed nonconformance. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. Nc was issued for the weld at the junction of the end cap and the plunger shaft being machined off causing it to fail. The nc investigation concluded: it was determined that the failure of the weld was most likely due to the operator removing the maximum amount of material, and in turn compromised the weld. The supplier also noted that in addition to the maximum material removal, the ¿many times of use¿ contributed to the failure of the weld.

Event description:
During nrg tka surgery, the surgeon assembled the quick release handle into the kier tower. When the surgeon cut the tibia by the keel, the quick release handle loosened and came off from the keel tower. Afterwards, the surgeon checked the quick release handle. The handle was broken.